Manufacturer narrative:
Additional mdrs associated with this event: 3005670412-2016-00011 - plate 1; 3005670412-2016-00013 - plate 3.

Event description:
Explant of biobridge plates used in the pectus repair of a pediatric patient. Three plates were implanted (B)(6) 2016. Surgeon knew it was off-label use. The patient developed painful discomfort during movement which led to removal of the three plates.